Event description:
Customer reported unexpected negative reactions when testing a patient sample with a history of anti-k with capture r ready ID extend (crrid) on the echo. No adverse reactions or transfusions occurred as a result of the unexpected negative reactions.

Manufacturer narrative:
Reactivity of the k antigen was confirmed on crrs(3), lot r022. The returned samples were tested on an in-house echo using returned crrs(3), lot r022 and retention crrid extend ii, lot dn025. The samples exhibited strong positive reactivity with k+k+ reagent red cells on crrs(3), lot r022 and crrid extend ii, lot dn025. A service visit was made. The system was tested and operated within specifications; no problems were observed.